Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR compl aint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2017 the patient was hospitalized for a recurrent bleed, the source of bleeding was unclear. A capsule study suggested that bleeding started near the distal ileum from prior admission, though colon prep was poor. Results of the capsule study showed low suspicion for upper source and normal proximal findings. Two lesions were treated but gi was never confident they had seen his entire luminal surface. Gi requested a tagged red blood cell (rbc) study to localize the source of the bleeding. Tagged rbc scan demonstrated slow active bleeding near ascending colon. A large clot burden was seen in the distal ascending and underneath the clot there was an actively bleeding site, bleeding fresh red blood. There was also a small vascular lesion seen bleeding. This area was treated with 1 cubic centimeters (cc) of 1:10,000 epinephrine and 2 clips. The site observed no further bleeding. There were 2 small effervescent angioectasias seen in the ascending colon that were treated with endoclip and one with endoclip an d 0.5 cc of 1:10,000 epinephrine. (B)(6) 2017 international normalized ratio (inr) was 1.9 and a heparin infusion was started. Last monthly intramuscular octreotide injection was received (B)(6) 2017. The ventricular assist device (vad) speed decreased to 2500. Chlorothiazide was increased to 500 mg every day and bumex was increased to 4 mg twice a day.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was admitted to the emergency room (ER) on (B)(6) 2017 for a reoccurring event of gastrointestinal (gi) bleed, post endoscopy. Patient complained of persistent dark tarry stools for two weeks prior to admission. The patient has been put on protonix drip as well as receiving 2 units of packed red blood cells (prbc).  Bedside echocardiogram showed complete collapse of inferior vena cava (ivc). Blood pressure (bp) medications and diuretics were held per physician's recommendations. Current medications (limited to bp and diuretics) bumex 2 mg tablets, 1 - ½ tablets in the morning and 1 tablet in the evening, chlorothiazide 250 mg 1 tablet in the morning, metoprolol succinate 25 mg 1 tablet once daily. Patient complained of low-flow alarms and dizziness, due to recent history of gi bleed. Low-flow alarms were also recorded earlier today. It is most likely that the patient is having a second episode of gi bleed. Medications will be reviewed.  At this time, it was recommended to hold antihypertensive medications including metoprolol and bumex (diuretic). Emergency department record shows the patient reported he was told he may have some bleeding for few days, however, he reports continuous red blood in stools. This is notable for significant anemia, intravenous (IV) protonix both bolus and infusion was given to the patient. Site states patient has recurrent acute gi bleed, melena and anemia. It was decided to treat patient with two units of packed red blood cells. No further information provided at this time.